Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 a patient (pt) from argentina called to report a diagnosis of corneal ulcer in the right eye in ¿approximately¿ 2015 while wearing the acuvue oasys brand contact lenses. The pt only wore lenses in the right eye. Pt reports being treated with an eye patch for twenty-four hours and eye drops every four hours for one week. The pt can¿t recall where he/she received treatment, but will look at home for the information. The pt reported a contact lens 30 to 45-day replacement schedule. The name of the solution the pt used to clean and disinfect the lenses was unknown. On 30jan2018 a call was placed to the pt for additional medical information: the pt is unable to recall where he/she was treated for the 2015 od corneal ulcer event. No additional medical information has been received and no further medical information is expected. The suspect lot number is unknown and suspect lens is not available. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.